Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc instructed the customer to clean the sample probe, sample drain and integrated multisensor technology (imt) port. The customer replaced the imt sensor and adjusted the pump rate. When the pump rate dropped, the customer found a partial blockage in the imt waste line at the imt vent t-fitting. The customer removed the blockage, and back flushed the imt system. Calibrations, quality controls and diluent check were run, resulting within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low na results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). Sample (B)(6) was repeated on the same instrument without change. The sample was then repeated on alternate instrument, resulting higher. Sample (B)(6) was repeated on an alternate instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated na results.